Event description:
It was reported that during a da vinci assisted surgical procedure the clip applier would not hold clips. The procedure was completed and there was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The clip test was performed and failed. Additional information not reported by site: the instrument was found to have one release levers missing. The lever was returned with the instrument. This failure is most commonly caused by user mishandling, such as dropping the instrument. The instrument was also found to have the housing broken at the lever location. A piece measuring approximate 0.081 x 0.248 was not returned with the instrument. This type of failure is most commonly caused by mishandling/misuse..